Event description:
An adc fs navigator customer reported that the projected low alarm on the navigator had been unknowingly disabled apparently by the customer's physician. The customer further stated that as a result of this issue, the user did not receive a low threshold alarm warning and experienced hypoglycemic symptoms and "banged" her head when she fell and lost consciousness. Once paramedics arrived, an hcp meter reading of 1.7mmol/l was obtained and was compared to the built-in fs navigator's meter reading of 4.1mmol/l. Paramedics treated customer with a glucagon injection on scene. Customer was not transported to a health care facility and there was no diagnosis reported. The date and time of the medical event was not provided within the complaint report. There was no report of death or permanent impairment associated with this report.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reverting back to the setting mode. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6), 2010 and obtained the following information: the patient tests three times a day and manages his diabetes with novolin 70/30 (usually 35 units in the morning and 25 units in the evening) based on the result he obtains with the subject meter. The patient corrected and clarified that the alleged issue began on (B)(6), 2010. The patient confirmed he continued with his usual dose of medication after the alleged issue began. The patient indicated he did not test his blood glucose with another device. On (B)(6), 2010 at 2am, the patient corrected and clarified he woke up with symptoms of cold sweats and dizziness. Immediately after the onset of his symptoms, the patient corrected and clarified he administered self-treatment by consuming glucose tablets. The patient stated he felt better approximately 30 minutes later. At the time of troubleshooting, the customer service representative noted that the alleged meter issue did not occur after the patient removed/replaced the subject meter's battery. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors or alarm issues were observed during product investigation. This is a final report.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1064102) were tested with control solution instead. All results were within the range specification and no errors were observed.

Manufacturer narrative:
The customer's product has been requested back for investigation, and a supplemental report will be sent once new information is received.

Manufacturer narrative:
The date received by manufacturer on follow-up #2 should have reflected the date of (B)(6) 2011. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).